Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 1/2. The home patient (hp) was connected when the alarm occurred. The technical service representative (tsr) instructed the hp to close all clamps and to close the transfer set. The tsr then assisted the hp to cycle power off and further explained the alarm. The hp confirmed the clamp from the extra supply line not in use was left open. The tsr advised the hp to report alarms to her peritoneal dialysis (pd) nurse the next morning. The hp confirmed she would finish therapy manually. No additional information is available at this time.